Manufacturer narrative:
(B)(4). UDI # n/a. (B)(6). Jiun-liang chen, fu-chun chang, shih-jie lin, po-yao chuang, kuo-ti peng, kuo-chin huang & tsan-wen huang (2018). The outcome of surgical management of proximal humeral fractures using locking plates: comparison between locking plates with different geometry. Journal of shoulder and elbow surgery 1058-2746. Https://doi.org/10.1016/j.jse.2018.05.033. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06221; 0001822565 - 2018 - 06222; 0001822565 - 2018 - 06223; 0001822565 - 2018 - 06225; 0001822565 - 2018 - 06227; 0001822565 - 2018 - 06228; 0001822565 - 2018 - 06231; 0001822565 - 2018 - 06234; 0001822565 - 2018 - 06235; 0001822565 - 2018 - 06237. Not returned to manufacturer.

Event description:
It has been reported in the journal article that, a patient was implanted with zimmer periarticular locking plate system and strong calcar support screws. Approximately three (3) months post-implantation, anteroposterior and external rotation radiograph views showed humeral head collapse and multiple screw perforations. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). X-rays were reviewed. As per x-ray review, the inferior aspect of the fixation plate does not appear to be closely applied to the humeral shaft. Alignment of the humerus and glenoid is anatomic. Their review noted two different suggestions for the collapse and fragmentation of the humeral head - could be related to devascularization of the humeral head (avascular necrosis) or possibly, the presence of six screws within the femoral head could have contributed to necrosis and collapse/fragmentation. The patient is osteopenic and also, the fracture itself could have compromised blood flow to the humeral head and contributed to the collapse and fragmentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.